Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovered from this peritonitis event. On an unreported date (during hospitalization), dianeal therapy was discontinued and the patient used other domestic pd solution. No additional information is available as the reporter declined consent to be contacted for follow-up.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.